Event description:
It was reported by service report that the stretcher drifts down at the head and foot end of the stretcher. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: shroud support, release pedal.